Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 145 units. Subsequently, the customer reported that the cartridge may have been slightly overfilled. There was no adverse impact to the customer¿s blood glucose level due to the reported issue.